Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and the patient "now has an infection and was admitted into the hospital". The patient was experiencing "diarrhea and not feeling well". On (B)(6) 2018, it was reported by hologic medical director: "the patient appears to have developed c. Diff infection which is related to antibiotics given at the time of a procedure. This is an adverse event that is not related to the novasure device but a potential consequence of antibiotics administered with the ablation".